Event description:
It was initially reported by the physician, that the patient showed high lead impedance on diagnostics test. X-rays were performed and they were sent to manufacturer for further review. No anomalies were identified in the visualized portion of the device which could have contributed to the reported event, though a lead discontinuity can not be ruled out in section of the lead that could not be seen. Device has been disabled until surgery takes place. Patient is also showing an increase in seizures below pre-vns baseline. Good faith attempts to obtain additional information have been unsuccessful till date. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.